Manufacturer narrative:
The hospital reportedly observed excessive amounts of water in the flow sensors and in the inspiratory valve. The hospital cleaned the breathing circuit, resolving the reported complaint.

Event description:
The hospital reported that the unit did not pass the preoperative checkout. The unit was alarming for a flow sensor failure. There was no report of patient involvement.